Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) used with the ilet bionic pancreas failed to pair despite multiple attempts and displayed a cgm battery end-of-life notification, after which the user was guided to start a new g7 sensor and was transferred to dexcom for further support. No adverse clinical symptoms were reported. Outcomes included interruption of cgm readings with no health impact. User support included troubleshooting and education, verification of pairing codes in the cgm information screen, and coordination with the cgm manufacturer for continued investigation. Investigation of this case revealed a sensor pairing failure and a cgm battery end-of-life condition consistent with a pairing malfunction of the cgm component, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing failure associated with cgm battery end-of-life and pairing process issues.